Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the hospital and in the intense care unit due to an elevated blood glucose (bg) level of 400 mg/dl; due to incorrect date being set. Reportedly, customer had a trace of ketones, which were identified as life threatening by a healthcare provider and was experiencing diabetic ketoacidosis. Customer tried to self treat by changing out cartridge and infusion set and bolused via the pump, however was treated intravenously with fluids of saline and insulin at the hospital. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin delivery.